Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties. The explanted devices will not be returned due to hospital policy, postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative that states it started january 2024.